Event description:
Device appears to be over-sensing on the right atrial and right ventricular lead. Alert: rv lead integrity warning on 28-aug-2023. Reference report mw5147377. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).